Event description:
It was reported that the patient received a shock due to oversensing and noise on the right ventricular (rv) lead. Trend data indicated that the patient alert had also triggered. During the attempt to remove the lead, bleeding occurred and the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.